Event description:
It was reported that device would not power off. Customer reported, "I couldn't turn it on or off. I let the battery go flat before I charged it. I can now turn it on and off but when it's on it keeps going to the pi setting screen by itself even after I get it to go back to the monitor screen. So I turned it off again. Waited five minutes turned it back on. All works ok till I try to go the settings, then I have a little trouble scrolling through the options". It was reported that there was no high voltage equipment in the vicinity. Customer reported, "I restarted it and it was monitoring the stats fine, but I couldn't change anything on the menu screen". No pt info is available.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on however, different screens were displayed randomly and some of touchscreen icons were not able to be selected (unresponsive) due to a defective touchscreen assembly. The device was able to obtain readings from sensor and tester however, the device cannot be used for monitoring due to the screen changing. The audible and visual status indicators were functioning. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.